Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that his blood glucose has been high since he began insulin pump therapy. The patient provided a list of approximately 20 blood glucose values. The customer had a low of 45 mg/dl, as well as several highs. The highest blood glucose listed was 542 mg/dl. Transfer to the 24 hour product helpline was declined. No products were shipped or returned.